Event description:
Allegedly, the component broke after 6 years without trauma. The component was revised.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Product not returned. Complaint history reviewed. Device history record reviewed. Package insert reviewed. Evidence that product in spec when used. Use of device could not be determined.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. The device event is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Event description:
Allegedly the component broke after 6 years without trauma. The component was revised.